Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
Barcode was inspected by customer. Customer identified issues with the quality of the barcode that affected the reading. Customer reviewed with the fse and agreed to monitor barcode quality.